Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported experiencing low blood glucose readings of 35 mg/dl and stated that they were treated with honey. Customer also mentioned that this was the third time the paramedics were called since (B)(6). Customer stated that they were stressed and working hard which is causing the low blood glucose readings. Customer declined troubleshooting. Customer also mentioned that the sensor and the transmitter are not working correctly. Customer mentioned receiving weak signal alerts. Customer's blood glucose reading at the time of the call was 117 mg/dl. No further information reported.